Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose and high blood pressure on (B)(6) 2019 with blood glucose of below 20 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported a reservoir with a hard to remove plunger. The customer lost their transmitter during the hospitalization. The customer also reported detached tubing at the time of the low. The reservoir will be returned for analysis.